Manufacturer narrative:
Medical device expiration date: unknown, device manufacture date: unknown. Investigation: no photos or physical samples that display the reported condition were available for investigation. A device history review could not be completed as no batch number was provided. Based on the available information we are not able to identify a root cause at this time. The complaint could not be confirmed.

Event description:
It was reported that an injector luer lock n35 separated from the mating component during use. The following was reported by the initial reporter: "it was reported that there have been a number of events with the phaseal injector coming loose from the end of the tubing. Verbatim: we prime most hazardous drug tubing with diluent so the tubing would have contained ns in this case. This is the first time I am aware of this particular type event. We have had a number of events with the phaseal injector coming loose from the end of the tubing, either as the rn removes from the bag or mid-infusion. These are likely more human error vs equipment failure. I do not recall ever seeing tubing separate when removed from the packaging. Per response email: (B)(6) 2020 phaseal injector fell off end of tubing when nurse removed chemo from transport bag."

Manufacturer narrative:
H.6. Investigation summary: no photos or physical samples that display the reported condition were available for investigation. A device history review could not be completed as no batch number was provided. Based on the available information we are not able to identify a root cause at this time. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure.

Event description:
It was reported that an injector luer lock n35 separated from the mating component during use. The following was reported by the initial reporter: "it was reported that there have been a number of events with the pheseal injector coming loose from the end of the tubing. Verbatim - we prime most hazardous drug tubing with diluent so the tubing would have contained ns in this case. This is the first time I am aware of this particular type event. We have had a number of events with the phaseal injector coming loose from the end of the tubing, either as the rn removes from the bag or mid-infusion. These are likely more human error vs equipment failure. I do not recall ever seeing tubing separate when removed from the packaging. Per response email: 7/6/2020- phaseal injector fell off end of tubing when nurse removed chemo from transport bag."